Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt at bas, the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations revealed an improper crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the grasping snare hoop was observed. A chr of lot #husa0275 showed nine other product complaints from this lot number.

Event description:
The hooped snare fell during peg procedure. The fallen piece was removed, and another snare was used for the procedure.